Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended troubleshooting techniques. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a red alert was received for this system for shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received confirming the patient was brought into the clinic for commanded shock testing which produced a measurement within normal limits. No changes to the system were made and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.